Event description:
The healthcare worker experienced a tingly feeling on her left hand and fingers. She washed her hands, did not seek medical attention. Contact area resolved without incident in less than 24 hours. The vaporizer plate was not in place when the event occurred.